Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed one test on (B)(6)2024 and another test on an unknown date. This MFR. Report addresses test two (2) of two (2). Additional testing was performed last week at a local health center with an unknown brand test (platform - unknown) which generated a positive result. The consumer stated the patient was currently symptomatic (cough and headache) and was not feeling well. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction : a3a - sex date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed one test on (B)(6) 2024 and another test on an unknown date. This MFR. Report addresses test two (2) of two (2). Additional testing was performed last week at a local health center with an unknown brand test (platform - unknown) which generated a positive result. The consumer stated the patient was currently symptomatic (cough and headache) and was not feeling well. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 228731b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 228731b, test base part number 195-430wjr/ lot 224885. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 228731b showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed one test on (B)(6) 2024 and another test on an unknown date. This MFR. Report addresses test two (2) of two (2). Additional testing was performed last week at a local health center with an unknown brand test (platform - unknown) which generated a positive result. The consumer stated the patient was currently symptomatic (cough and headache) and was not feeling well. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.